Event description:
It was reported the patient is able to receive stimulation in her legs but not in her back where it is needed. The physician would like to add a percutaneous lead to her system but due to the patient's other medical issues, surgical intervention will be delayed for at least a year.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.